Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have an input disk cracked. Hairline cracks were found on grip input disks #6. As a result, the instrument could not operate properly. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that the maryland bipolar forceps instrument was not opening and closing. There was no report of patient involvement.